Event description:
The customer reported the tpn leaked from the filter on a pt on the general pediatric floor. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report of tpn leaked from filter could not be confirmed due to product was discarded by the customer.